Manufacturer narrative:
(B)(4). The photograph shows a total of six clips five of the six appear to have proper form. The malformed clip however appears to have a different angle of placement relative to the other five. The subject clip has a extreme clip leg misalignment. The legs appear to have scissored while staying in parallel planes. The causes of clip scissoring typically can be attributed to excessive forces being applied to the clip and clip jaws during firing, jaw alignment issues typically from a previous firing, or catching a hard object like a previously placed clip between the jaws.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and the clips were scissored. Unknown how the case was completed.